Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6)..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated a catheter revision occurred on (B)(6) 2017. The old catheter was tied off and left in place. A new 8780 was implanted. The needle entry was l3/4, the catheter tip was at t8, and the catheter access port (cap) was at 2 o'clock/3 o'clock. No further complications were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6)..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's catheter dye study was unable to be completed due to an inability to aspirate the catheter drug and cerebral spinal fluid from the side port. Therefore, it was recommended for a catheter replacement in order to improve therapeutic benefit from the drug delivery system. Under fluoroscopy, the catheter top was noted as moved down to l2 level. Hcp knows for better outcome the tip needs to be at approximately t8. A catheter replacement procedure was recommended in order to all the drug delivery system to offer better therapeutic benefit. It was indicated the event was related to the device or therapy.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 13-jul-2017 indicating the clinical diagnosis was 'tried to perform dye study but unable to aspirate the pump medication from the catheter'. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 21-jul-2017 indicating the device diagnosis was indicated as 'catheter dislodgment'. No further complications were reported/anticipated.